Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. The touch screen test failed due to distortion appearing on the screen when attempting to power on the returned cycler. The failure was traced to a faulty power supply that was not outputting a 5v dc power signal. Replaced the faulty power supply with a known good power supply assembly in order to proceed with the investigation. Removed the good power supply assembly from the returned cycler at the end of the investigation. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired. Upon follow-up, the patient¿s pd nurse stated the patient was completing pd treatment (performed by a patient contact) prior to death without any adverse effects. Additionally, the nurse indicated the patient¿s death is not suspected to be related to the cycler nor any other fresenius products. The nurse reported that the patient passed away peacefully while sleeping (unknown if the patient was in a pd treatment). The nurse stated the patient¿s death was not unexpected and that prior to death the patient¿s family was discussing placing the patient on hospice. Per the nurse, the cause of death is expected to be cardiac in nature and of natural causes due to the patient¿s advanced heart disease. It was reported the patient had concomitant failure to thrive, severe valvular heart disease and severe peripheral vascular disease with previous history of amputation. No further information (including esrd death form) is not available and no autopsy will be performed, per the nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired. Upon follow-up, the patient¿s pd nurse stated the patient was completing pd treatment (performed by a patient contact) prior to death without any adverse effects. Additionally, the nurse indicated the patient¿s death is not suspected to be related to the cycler nor any other fresenius products. The nurse reported that the patient passed away peacefully while sleeping (unknown if the patient was in a pd treatment). The nurse stated the patient¿s death was not unexpected and that prior to death the patient¿s family was discussing placing the patient on hospice. Per the nurse, the cause of death is expected to be cardiac in nature and of natural causes due to the patient¿s advanced heart disease. It was reported the patient had concomitant failure to thrive, severe valvular heart disease and severe peripheral vascular disease with previous history of amputation. No further information (including esrd death form) is not available and no autopsy will be performed, per the nurse.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired while connected to the cycler. Upon follow-up, the patient¿s pd nurse stated the patient was completing pd treatment (performed by a patient contact) prior to death without any adverse effects. Additionally, the nurse indicated the patient¿s death is not suspected to be related to the cycler nor any other fresenius products. The nurse reported that the patient passed away peacefully while sleeping. The nurse stated the patient¿s death was not unexpected and that prior to death the patient¿s family was discussing placing the patient on hospice. Per the nurse, the cause of death is expected to be cardiac in nature and of natural causes due to the patient¿s advanced heart disease. It was reported the patient had concomitant failure to thrive, severe valvular heart disease and severe peripheral vascular disease with previous history of amputation. No further information (including esrd death form) is not available and no autopsy will be performed, per the nurse.

Manufacturer narrative:
Clinical investigation: a temporal relationship may exist between the pd therapy with the liberty select cycler and the patients death. However, currently there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused or contributed to the event. The patients pd nurse indicated the cause of death was suspected to be of natural causes from pre-existing cardiac disease and unrelated to the fresenius cycler. The patient had a past medical history significant for esrd, failure to thrive, severe valvular heart disease and severe peripheral vascular disease which are all conditions that increase mortality risk. While the exact cause of death cannot be determined the available information, the patients death does not appear to be unexpected due to comorbid conditions and being considered for hospice. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired. Upon follow-up, the patients pd nurse stated the patient was completing pd treatment (performed by a patient contact) prior to death without any adverse effects. Additionally, the nurse indicated the patients death is not suspected to be related to the cycler nor any other fresenius products. The nurse reported that the patient passed away peacefully while sleeping (unknown if the patient was in a pd treatment). The nurse stated the patients death was not unexpected and that prior to death the patients family was discussing placing the patient on hospice. Per the nurse, the cause of death is expected to be cardiac in nature and of natural causes due to the patients advanced heart disease. It was reported the patient had concomitant failure to thrive, severe valvular heart disease and severe peripheral vascular disease with previous history of amputation. No further information (including esrd death form) is not available and no autopsy will be performed, per the nurse.